Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27-may-2026, a sales representative reported via (B)(4) that the ar-8943-15 depth device broke at the weld point. This issue was discovered during a case with no patient harm.